Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 7.5mg/ml at 1.8mg/day, bupivacaine 9mg/ml at 2.16mg/day and clonidine 180mcg/ml at 43.25mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient reported feeling like having withdrawal type symptoms while on vacation. Per the healthcare provider they had had several verifiable incidences where the patient¿s drug volume was off from the expected volume showing at the time of interrogation. The patient came in early to have the pump replaced due to several verifiable incidences of drug volume discrepancy at several refills. During the procedure the interrogation showed the pump should have had 26.5ml¿s of drug and they were able to pull 33ml¿s of drug. There were no diagnostic procedures done for the pump except interrogation. The pump was replaced. During the replacement the existing catheter was cut and removed at the proximal portion. Some of the distal catheter was ligatured off and left in place, no longer active. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter found ¿catheter body ¿ kink observed¿ (B)(4) and ¿catheter body ¿ damage to transition tube¿ (B)(4). If information is provided in the future, a supplemental report will be issued.